Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to part # 342975 - facscalibur cytometer 4 color basic ivd, serial #(B)(6). ¿ problem statement: customer reported complaint of obtaining inaccurate data, possibly erroneous results. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 10sep2019 to date 10sep2020. ¿ complaint trend: there are 9 complaints related to the similar issue of inaccurate results; date range from 10sep2019 to date 10sep2020. ¿ manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6), file #342975-342975-e34297503003-106234120-19, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer seeing inaccurate results was due to the loader screw in the facs loader locking up and getting stuck during operation, preventing full extension of tubes onto the sit. When the tube is not fully seated onto the sit, the seal is compromised and may prevent the tube from pressurizing, resulting in inaccurate or unexpected results. Through observation, the fse (field service engineer) confirmed the issue and lubricated the loader screw in the loader to prevent it from freezing up. The loader, 336574 - bd facscalibur facs loader, is a separate accessory that attaches to the instrument in which the facscalibur operates independently. After the repair, the loader was operating as expected with no further issues. No parts were requested for evaluation as there were not parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The customer confirmed that there was no delay in patient treatment due to the issue. There are loader troubleshooting procedures the customer can follow to mitigate similar issues found in the bd facscalibur instructions for use manual, 23-12911-02, starting on page 212. After the repair, the instrument was rebooted, tested and both the loader and instrument were functioning as expected. The safety risk is low there was no impact to patient health or safety. ¿ service max review: review of related work order #: 01601455, case # (B)(4)install date: 23oct2019 defective part number: n/a work order notes: o subject / reported: facscalibur-sampling noise is large o problem description: facscalibur-loader has high sample noise clinical use the instrument will be used as a new crown pai shan lu chunsheng o work performed: lubricate the loader screw and test that the loader works normally. O cause: the loading of the loader freezes. O solution: lubricate the loader screw and test that the loader works normally. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # ra342973-01, rev. 01/vers. A, fmea facscalibur 3 color basic ivd was reviewed. This document covers all four configurations of the facscalibur, pn342973, 342974, 342975, and 342976. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no o item: pressure system o function: flow control o potential failure mode: time delay calibration failure o potential effect(s) of failure: sheath flow rate or time delay errors o potential cause(s)/mechanism of failure: pressure regulator failure o current controls: facscomp and sample pressure switch o recommended actions: change regulator to vantage or alternative part o actions taken: two new regulators with control air were investigated - refer to calibur sheath regulation report in co #1147e500301. A new regulator (pn 345365) is being released on co #1147e500526. O severity: 5 o occurrence: 5 o detection: 3 o risk priority number: 75 mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause was due to the loader screw locking up the loader during operation, preventing full extension of tubes onto the sit. ¿ conclusion: based on the investigation results, the root cause of the customer seeing inaccurate results on the facscalibur was due to the loader screw locking up the loader during operation, preventing full extension of tubes onto the sit. The fse confirmed the issue and lubricated the moving part. After the repair, the instrument was rebooted, tested, and both the loader and instrument were functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is low as there was no impact to patient health or safety. See h10.

Event description:
It was reported that during use with a bd facscalibur¿ flow cytometer there were erroneous results on patient samples. No erroneous results were reported out and there was no reported patient impact. The following information was provided by the initial reporter: facscalibur-data is inaccurate clinical use,used for covid-19, 1.there was no patient data lost. 2.no incorrect results used. 3.no treatment provide to the patient. 4.no harm to the patient due to this failure. Additionally, on 2020-09-16 the fse provided the following additional information: the inaccurate data was seen on a patient sample. Customer conducted a repeat/different test to confirm the results, the problem remains. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem. The loader failure leaded to data is inaccurate.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscalibur¿ flow cytometer there were erroneous results on patient samples. No erroneous results were reported out and there was no reported patient impact. The following information was provided by the initial reporter: facscalibur-data is inaccurate clinical use, used for covid-19, there was no patient data lost. No incorrect results used. No treatment provide to the patient. No harm to the patient due to this failure. Additionally, on 2020-09-16 the fse provided the following additional information: the inaccurate data was seen on a patient sample. Customer conducted a repeat/different test to confirm the results, the problem remains. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem. The loader failure leaded to data is inaccurate.